Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker previously showed six and a half years remaining longevity. During the recent device check, the device showed two and a half years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 36 microwatts, however this device is consuming 49 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appears consistent with other devices that have had continuous average power increases. Additional information which indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.